Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The customer informed the fse that a bent probe was replaced prior to the fse's arrival. The fse also replaced the ise buffer valve, bulk tubing, y-connector and cleaned the debris from the cuvettes and the cuvette wedges (holder/housing) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous low and negative patient results for carbon dioxide, glucose, calcium, creatinine, total protein, and albumin were generated on the au5800 clinical chemistry analyzer. The customer stated controls (qc) were also low. Controls were within the laboratory's established ranges prior to this event. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.